Manufacturer narrative:
Based on the claim against the product by the customer noting closing and clamping issues with the large hem-o-lok clip applier, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to not close. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The large hem-o-lok clip applier instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the large hem-o-lok clip applier. Also, the large hem-o-lok clip applier instrument was found to have a broken luer plate. The tabs were broken and detached from the luer plate. The complaint regarding clamping issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the large hem-o-lok clip applier was not closing and clamping clips properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.